Event description:
It was reported that the implant collar fractured at the site. Implant will not be removed and a cover screw was placed at the site.

Manufacturer narrative:
Zimvie complaint number: (B)(4). Manufacturing date is unknown.

Manufacturer narrative:
Supplemental report provided as the customer provided an update to the complaint description and additional details originally provided under MFR #0002023141 - 2022 - 02429 sections updated: a1: patient ID. A2: patient age. A3: patient gender. B3: event date. B4: date of this report. B5: update to complaint description and event details. B7: relevant history. G4: additional 510(k) numbers are k011028 and k013227. G6a: implant placement date. G6: date additional information was received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H10: manufacturer's narrative. Section corrected: d1: brand name. D4: catalog number. G4: 510(k) number corrected.

Event description:
The customer clarified that the implant was restored with single unit restoration on (B)(6) 21. Patient presented on (B)(6) 22 with avulsed restoration, fractured screw (apical portion in implant) and fractured collar on implant platform. Patient will return for additional procedure to remove the implant and replace.

Manufacturer narrative:
This report is being submitted to report additional information. T the product was returned for investigation. The reported event is confirmed following inspection and evaluation. Based on the evaluation, the device malfunction has occurred. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported device that could cause or contribute to the reported event. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was likely within specifications and likely conforming when it left zimmer biomet. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. A definitive root cause could not be identified. No further investigation and no immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.